Event description:
The surgery was delayed an hour because the instrument bent and they couldn't use it to remove a stem and to re-ream the femur. They had to split the femur and then cable it back together.